Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) woke up and the transfer set was disconnected from the patient line. The home patient (hp) stated the event occurred during drain one on the home choice (hc). The hp stated the floor was wet. The technical service representative (tsr) assisted to end therapy and advised that the hp would need to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.